Manufacturer narrative:
Additional information received reported that as per the physician, there were no device related adverse events during this trial. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: "association between perioperative fibrinogen levels and the midterm outcome in patients undergoing elective endovascular repair of abdominal aortic aneurysms," kapetanios d., karkos c.d., pliatsios I., mitka m., giagtzidis i.t., konstantinidis k., papazoglou k.o. (Ann. Vasc. Surg. 2018), doi: https://doi.org/10.1016/j.avsg.2018.09.021. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a group of 94 patients for the endovascular treatment of abdominal aneurysm repair. The following adverse events were observed: death.